Event description:
Per the clinic, the patient¿s device was explanted due to severe infection. Repositioning of the device / antibiotics (type not reported) and fucidin cream did not alleviate the issues. The patient was explanted 2008 and reimplanted with a new device 2009.